Manufacturer narrative:
Service was dispatched to replace the cpu assembly. A report on field service activity (sar) and a device checkout record (fcr) will be forwarded to the complaint handling unit (chu) per standard operating procedure. The user has not reported any recurrence of the described event since the completion of the service activity. The cpu will be evaluated once returned to the mfg. Location to confirm or deny the reported issue, and the results of this review will be forwarded to the chu for inclusion in complaint records.

Event description:
User reported that the device had powered off, without warning, while going up or down a hill at a fast rate, or when taking a fast left or right turn. User stated it is difficult for him to stop the chair when it powers down, and on one occasion, he bumped in to the house wall in his driveway. User stated that the device had powered off at least thirty (30) times in the past two (2) months. The user reported no injury as a result of these events. While no injury was reported as a result of these events, if this event were to recur and result in a fall, there is a potential to cause serious injury to the user.